Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient fell directly on the pump on (B)(6) 2013. Following the fall, the patient reported periods of feeling a "rush" or like she was getting a bolus, as well as increased pain. The health care provider (hcp) performed a dye study on (B)(6) 2013 which found no issues; they were able to access and get great cerebrospinal fluid (csf) flow. Then it was noted the patient was going through withdrawal and came to the clinic on the date of the report. The expected residual volume (erv) was 9 and the actual residual volume (arv) was zero. The pump logs were checked and everything was noted to be fine. Both a pump roller study, as well as x-rays, were performed on the date of the report, and everything was noted to be ¿fine¿ with both studies. The hcp filled and aspirated 10 ml of saline to confirm reservoir access twice without difficulty. The hcp noted the patient would come in approximately every 2 months and things were always accurate. It was noted the hcp would likely not fill the pump with drug, but fill it with saline to monitor the infusion accuracy. The pump was being used to deliver morphine. It was later reported that the drug in the pump was infumorph; the dose was 2.7 mg/day and the concentration was 10 mg/ml. The erv was 9.7 ml and the arv was zero. The cause of the volume discrepancy was unknown. It was noted that the dye study that was performed on 05/13/2013 (previously reported) showed the catheter was patent and in place. The pump was filled with saline on (B)(6) 2013 and the hcp was to see the patient next week to check the reservoir. The patient exhibited underdose symptoms and less than 50% therapy relief. Additional information received reported that the patient was evaluated by the hcp and saline was withdrawn from the pump and the arv matched the erv. It was noted the hcp was comfortable with the pump operation and put a morphine/bupivacaine mix in the pump. The concentration and dose were not specified. The patient was reported to be doing well.